Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012737810); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012762099); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-34 transcatheter aortic valve in patient with a heavily clogged native ao rtic valve, a balloon dilation was performed using a 20 mm non-medtronic balloon. The delivery catheter system (dcs) and valve were inserted into the patient and advanced to the annulus. During the first placement attempt, infolding of the transcatheter aortic valve was noted at the heavily clogged native aortic valve. The valve was recaptured and withdrawn from the patient. A second valve was prepared and the native valve was further dilated with a 23 mm non-medtronic balloon. The second valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a. Patient information: 2. Age and 4. Weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-34 transcatheter aortic valve in patient with a heavily clogged native aortic valve, a balloon dilation was performed using a 20 mm non-medtronic (vacs ii) balloon. The delivery catheter system (dcs) and valve were inserted into the patient and advanced to the annulus. During the first placement attempt, infolding of the transcatheter aortic valve was noted at the heavily clogged native aortic valve. The valve was recaptured and withdrawn from the patient. A second valve was prepared and the native valve was further dilated with a 23 mm non-medtronic (true) balloon. The second valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: one static image and eleven media files were provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 82.3mm with a perimeter derived diameter of 26.2mm suggesting a 34mm valve. The patient¿s aortic valve appeared to be significantly calcified with protruding calcification in the aortic annulus extending to the left ventricular outflow tract (lvot). Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, it was not reported that the valve was discarded therefore it is assumed the misloaded valve was used. A pre-implant balloon dilation was performed which burst mid inflation. D uring the valve implantation attempt, significant under expansion and an infold were observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with a new delivery catheter system (dcs). Evidence reveals that a new valve was prepped and confirmed a good load. Another pre-implant balloon dilation was performed with a larger balloon. The new valve was successfully implanted at a depth of approximately 3mm on the non-coronary cusp and 3mm on the left coronary cusp without signs of infolding and minimal aortic regurgitation/paravalvular leak. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.